Event description:
The MFR rec'd info alleging a ventilator's on/off button was stuck. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service, "keypad stuck" codes were observed in the ventilator's downloaded error log. The device's keypad and front panel/keypad led pca were replaced to address the issue.